Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a valgus knee. The surgeon used the prescribed technique using a measured sizer. A size 5 narrow femur, size 6 tibia tray and as sz 5 8mm poly were implanted. The patient was balanced in both extension and flexion with the 8mm poly. 3 days later the patient was experiencing some pain; an x-ray was taken which showed that the insert had spun out. The surgeon did an mua and then subsequently decided to change the poly. On manipulation in theater it was quite obvious that the knee was very unstable. The 8mm poly was removed and a sz5 14mm poly insert was implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.